Event description:
It was reported that the loudness changes when the pt presses under their ear. The electrode seems to be broken at the entrance to the mastoidectomy, reason is not clear as the pt had a reported motorcycle accident in 2002 and was also hit by a football on the implanted ear at around the same time.